Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the addition of cardioplegia volume failed during a procedure. There was no report of patient injury.